Event description:
At 0030 on 4/12/97, the nurse atempted to obtain a capillary blood specimen from the pt. After second unsuccessful attempt the nurse removed the lancet tip and engaged the plunger. Again. At this point, the nurse felt a stabbing sensation to her thumb. She was wearing latex gloves. She reports that she examined the lancet cylinder and was found that it was broken from the plastic housing of the tip and stuck in the plunger. This pt is positive for hiv.